Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a primary infusion was programmed for remicade at 125 cc hr for 2 hours and, at some point during the 2 hour infusion, the rate decreased to 62.5 cc hr. It was noted that the rate change likely occurred after 1 hour and the infusion concluded in 2 hours and 45 minutes; there was no patient harm.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.